Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during in pavilion oncology in the transitional care unit, the device had ail alarms with no visible air noted in the IV tubing. She will troubleshooting by repriming the IV line or may allow the fluid to flow through the IV tubing and remove any potential air bubbles via syringe. There was no information on patient involvement and impact.

Manufacturer narrative:
Additional information: imdrf annex a & g codes.

Event description:
It was reported that during in pavilion oncology in the transitional care unit, the device had ail alarms with no visible air noted in the IV tubing. She will troubleshoot by repriming the IV line or may allow the fluid to flow through the IV tubing and remove any potential air bubbles via syringe. There was no information on patient involvement and impact.